Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis uterovaginal prolapse. The procedure performed was total vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior colporrhaphy with mesh graft, mccall culdoplasty, mesh sling, colposuspension. In 2005 patient underwent mesh revision with additional implant surgery removal of exposed mesh tape and surrounding indurated tissue, posterior colporrhaphy incorporating a mesh graft for recurrent vaginal prolapse with rectocele, mesh tape exposure at the vaginal apex from intravaginal sling plasty procedure. In the same year, the patient underwent interventional surgery excision of firm nonelastic scar tissue from the vaginal apex for painful nonelastic scar tissue at the vaginal apex, status post vaginal repair surgery under laryngeal mask airway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.